Event description:
The customer reported a leak at the bsv (blood sampling valve) involving the lh 500 hematology analyzer. The customer indicated that approximately 15 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone and the customer identified the leak coming from a disconnected tubing at fitting wm12 of the bsv. The customer reattached the tubing to resolve the issue and the instrument ran without any leaks. The tubing is an aspiration backwash tubing of the bsv. Failure mode is attributed to a disconnected tubing at fitting wm12 of the bsv and the customer reattached the tubing to resolve the leak. (B)(4).